Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for routine follow up in clinic with a pocket infection at the site of the implantable cardioverter defibrillator. The device was explanted. The patient was stable.